Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy shocks due to lead noise. The lead was explanted and replaced. At explant, it was noted that the lead had an insulation anomaly.